Manufacturer narrative:
(B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced bacterial peritonitis which was manifested by abdominal pain. The cause of the peritonitis was unknown. The patient presented to the emergency room and was admitted to the hospital for the peritonitis event. The patient was treated with intraperitoneal vancomycin (1 gram every five days). At the time of this report, the patient remained hospitalized, antibiotic treatment is ongoing and the patient was not recovered from the peritonitis event. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
On an unreported date, the patient was discharged from the hospital and completed the intraperitoneal antibiotic treatment. At the time of this report, the patient had recovered from the peritonitis. The patient remained performing peritoneal dialysis. Should additional relevant information become available, a supplemental report will be submitted.